Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the (malfunction or reported issue).

Event description:
Consumer reported tampon string pulled off upon removal. Consumer was able to manually remove the tampon. Consumer reported another incident with a tampon from the same lot where the tampon was unraveling while trying to pull the string. Consumer had to grab the tip of the tampon and was able to remove it without pieces being left behind.